Event description:
It was reported that pump experienced malfunction alarm, identified by caller as malf 9, with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without it recurring, was advised to continue using pump, and was instructed to call back if malfunction happened again, which caller acknowledged and understood.